Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they were having struggle with the pump and the coil not pushing insulin through the line. Customer states insulin did not exit the tubing during troubleshooting. The customer was advised that the reservoir was occluded so they changed it to a new one. The patient¿s blood glucose was 538mg/dl and hasn't treated it. The customer declined troubleshooting for high blood glucose. The customer changed battery yesterday and noticed blood glucose were little high. The insulin pump will not be returned for analysis.